Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Z-0955-2020. (B)(4). Sw = 2.8c. Unit received with a cracked reservoir tube lip, and a cracked retainer ring in which a small piece has chipped off. Inserted a test p-cap into the retainer ring, and it did lock into place properly.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.